Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 416 mg/dl. The customer was treated with a bolus. The customer reports that they called to emergency medical treatment but did not go to hospital. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.